Event description:
It was reported that during an unknown procedure, the staples did not form properly. The rep could not provide any other information. Another device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the device (b) found that it was received with the advancer bent and the tissue stop out of position. Due to the condition of the device returned no functional testing could be performed. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, scratches were noted on the clip track. Scratches were caused by the friction between the bent advancer and clip track. The clip track proximal flanges/locators were found deformed as a result of excessive force. One possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. The bent advancer pushed forward the tissue stop, causing it to lose its position and jamming the firing mechanism. However, it could not be determined what may have caused the condition of the tip of the advancer. It should be noted that as part of our quality process, each device is visually inspected and functionally tested. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j90185; expiration date: 12/2016; manufacturing date: 01/2012.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku if so, when? Asku. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku. What were the indications for surgery? What was found? Asku. Does the patient have any relevant history of surgical treatments? If so, what? Asku. Did somebody other than the primary surgeon fire the instrument? If so, whom? Asku.